Event description:
It was reported that during an unk procedure, that device was coming apart when handle is compressed to fire load. There are no injuries or adverse event reported.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2026. D4: batch # z7050f. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml sample confirmed that the device exhibited no apparent external damage. To replicate the reported event, the device was subjected to functional testing. During testing, the device was fired; however, the clips failed to advance into the jaw. Further examination revealed that the tip of the advancer was bent. The instrument was subsequently disassembled for detailed evaluation. Upon disassembly, the advancer was confirmed to be bent, and eight (8) clips were found within the clip track. Investigation confirmed the reported event and determined it was attributable to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch z7050f number, and no non-conformances were identified. Additional information was requested and the following was obtained: I have uploaded the icare from surgery. This gives the best details of why product failed. I can only answer these questions from the icare description that was given from staff being in the surgery room. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details about the device quality issue. Did device jam (not fire clips)? Did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? Did the clip not hold on the vessel or tissue once placed? Was the device on a vessel/artery when it would not open? Which part of the device was damaged/broken? (Handle/shaft/jaws) did any piece detach/fall into the patient? If yes, was the piece retrieved? If yes, was the piece retrieved? If yes, is the piece returning or was it discarded? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.